Event description:
It was reported that a "speaker malf. Inop" was displayed on the intellivue multi-measurement module x3 and there was no sound coming from the device. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.